Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 1.3a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 58/60 mg/dl, for level high were 252/249 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient used expired strips to test blood which might caused or contributed to error readings. User issue.

Event description:
This is a supplemental report to initial report 3005862821-2017-00122 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on nov. 16, 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on nov. 12, 2015. The strip lot # d151027-1 was manufactured on 10/27/2015 and expired in oct. 2017. Ok biotech received no complaints from same manufacturing batch of strips . Patient used expired strips to test blood which might caused or contributed to error readings. User issue.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user received a high blood glucose reading of 506 mg/dl from her prodigy diabetes meter. The end user experienced fatigue, shaking, nausea, dehydration and was taken to the ER. Upon arrival to the ER, her blood glucose reading decreased to 264 mg/dl. The end user stated there were no treatments administered and after several hours in the ER, she was discharged. No additional details were provided in regards to this medical event.